Event description:
A 2 level bldg, built in 1988, was designed for diagnostic machinery only. Floor #1=oncology, floor #2=MRI. In 1992 psychiatric unit was added on. At that point, the floor adjoining MRI and all staff members are experiencing common complaints, ie; broken teeth/bridges, chronic headaches and migraines, chronic arthritis, all congruent to MRI abstracts of adverse reactions. Rptr has experienced 3 crumbled teeth around silver fillings and an onset of migraine headaches, with no previous history. Main adverse reactions/MRI abstracts relate to cancer, leukemia, brain tumors, central nervous system tumors, seizures and spontaneous abortions. Staff members are afraid to join in civil action for fear of being fired. Rptr, per "grievance process" of hosp, has been fired for refusing to return to work until floor is safe, with current spec assessment. Rptr feels threatened and emotionally beaten up by the administration of the facility. She takes frequent naps, with fatigue being the greatest in the morning. She has isolating behavior, is anhedonic and has a continuously flat affect. She has had 2 crying spells since 10/12/95. There is a lack of money, lack of solid attorney representation which equal obsessive worry. Also reports mouth pain. States he back side (stainless steel) of three of her front 6 caps are experiencing little electrical transmission currents which are hitting nerves. The sensation is similar to biting on tin-foil. Also has an elevated white blood cell count.